Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011703 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011703 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l10 on 11-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient inserted the infusion set without removing the needle guard event on (B)(6) 2025 which resulted in elevated blood glucose. The blood glucose levels was 504 mg/dl at the time of event and patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.